Event description:
The patient experienced headache and intermittent facial numbness postoperatively and was treated with steroids. The event is indicated as possibly related to the neuroblate procedure and surgical procedure. On (B)(6) 2021, it was indicated that according to (B)(6) 2021 CT scan no unexpected large acute infarct or hemorrhage, no hydrocephalus, no midline shift, normal vasculature, but there was periarterial lesion with increasing perilesional edema. The patient was hospitalized for this event from (B)(6) 2021 to (B)(6) 2021, and the event was indicated as resolved on (B)(6) 2021.